Event description:
It was reported that when put into steer, the zoom engages then stops after 20 feet and shuts off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported

Event description:
It was reported that the device's zoom would engage and then come to a sudden stop. However, this issue was reported in error.

Manufacturer narrative:
The original issue of the device's drive feature engaging and then coming to a sudden stop was reported in error.